Manufacturer narrative:
Device manufactured: 02/11/2017 ¿ 02/14/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and evaluated for the reported issue. The sample was returned with approximately 120ml of fluid in the bladder. During a visual inspection, there were no leaks or separations of components noted. The device was also functionally tested by filling the bladder with green solution and observed. There was no separation or leak noted; therefore, the reported event was not verified. The sample was determined to meet specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged cap of the infusor came off from the luer which resulted in solution leaking from the luer. This was noted after the unit was filled with a drug and moved to another room. The pharmacist stated that the cap was firmly closed after filling. There was no patient involved. No additional information is available.